Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the cartridge and infusion set to resolve the blockage.